Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and back pain ("back pain"). The patient was treated with surgery (salpingectomy surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea and dyspareunia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the remainder of essure coils were imbedded in the detached tubes,") and abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and menstruation irregular ("irregular menses"). In 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had bilateral salpingectomy) and surgery (salpingectomy surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, abdominal pain, dysmenorrhoea, female sexual dysfunction, arthralgia and menstruation irregular outcome was unknown and the dyspareunia, back pain and fatigue had resolved. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction and menstruation irregular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Confirmed placement. Most recent follow-up information incorporated above includes: on 4-apr-2018: information from pfs: new reporter added. Patients demographics added. New events added: apareunia (inability to have sexual intercourse), fatigue, pelvic pain, joint pain, irregular menses. On 4-apr-2018: information from mr. New reporters added. Dob and ethnicity added. New event "the remainder of essure coils were imbedded in the detached tubes" added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.